Manufacturer narrative:
It was reported to abbott, a patients¿ ipg was issuing the end of service message on their patient controller. The patient wanted a couple of days to think about moving forward with the ipg replacement. In the last update, it was reported, the patient stated, they would call when they were ready to proceed with surgery. No intervention was planned at the time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported, that the patient's scs ipg is reaching end of life. Surgical intervention is currently pending.

Event description:
Additional information received indicates surgical intervention took place on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Updated a4 patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.